Manufacturer narrative:
Siemens healthcare diagnostics has identified an issue with ctni results when using the stratus cs ctni acute care testpak. It appears this complaint is related to this issue.siemens has issued an urgent medical device correction (poc 19-014 a.us) to inform customers of these issues.

Manufacturer narrative:
The customer stated that they did not notify siemens for several weeks after these events, and due to the delay, the message logs were unavailable. No patient impact was determined to have occured. A corrected report was issued. The customer has indicated that the instrument is operational. The cause of this event is unknown.

Event description:
The customer reported false positive troponin results on the stratus cs on two patients. There was no report of injury due to this event.